Event description:
Nurse stuck self with needle. While the doctor withdrawing from catheter, clip did not engage. Doctor started IV, when stylette was removed a small tip of the needle was still exposed, nurse who was assisting md, then attempted to engage the clip over the end of the needle and at this point, they stuck self with needle.